Event description:
Additional information: the oral steroids were "self-prescribed" and were not ordered by the injector or the patient's physician. Symptoms have resolved.

Manufacturer narrative:
(B)(4), further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of red, hard, painful, inflamed, swollen, and possible infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: "precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. Additionally there have been reports of nodules, infection, and inflammation."

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm® ultra plus xc in the marionette lines and nasolabial folds. Eighteen days after the injection, the patient experienced a, "red, hard" area at the marionette lines, and the area was painful, "inflamed and swollen." The patient was placed on keflex. The patient also received a steroid injection and oral steroids from another physician an unknown time after symptoms occurred. The treatment "seemed to help a little bit," but the patient later presented with the areas "still red." Healthcare professional confirmed the patient had "no nodes in neck or throat area" and was not running a fever. The patient was then put on doxycycline and the symptoms started improving. One week after symptom onset, the patient has "one small red area," and the "swelling has decreased greatly." Patient¿s pain resolved. Healthcare professional suspects a "possible infection." The patient takes zoloft concomitantly. The patient was concomitantly injected with juvéderm volbella® xc in the lips and "fine lines above the lips" but had no adverse symptoms from this injection.